Event description:
Rn gave an injection to patient using a vanish point 50 unit syringe needle. Rn accidentally stuck herself with needle after injecting the patient, the safety needle did not contract when pressed.